Event description:
Pt was an (B) (6) female with complete thromboembolic occlusion of the distal mi segment of the right middle cerebral artery (mca). Three attempts were made to retrieve the occlusion using three different v retriever devices. After the first attempt, no significant improvement was noted. After the second attempt, partial opening of the mca with posterior division branch filling was noted. However, there was still significant occlusion of the rest of the mca. After the third attempt (using v 2.5 firm device), an angiogram showed contrast media extravasation secondary to mca perforation. The procedure was terminated. No device malfunctions were reported. A post-procedure CT scan showed subarachnoid hemorrhage. The pt expired 4 days after the procedure due to stroke. The retriever instructions for use (IFU) lists vessel perforation, intracranial hemorrhage, neurological deficits including stroke; and death as a possible complications. The IFU also contains a warning that provides recommendations to reduce the risk of vessel damage.